Manufacturer narrative:
(B)(4). A review of the manufacturing records could not be performed as the lot number remains unknown. According to the gore® viabahn® endoprosthesis instructions for use, complications associated with the use of the gore® viabahn® endoprosthesis may include but are not limited to: occlusion.

Event description:
In a review of published literature, the following findings were noted: hidemasa saito et al., ¿early experiences of stent graft (viabahn) treatment for vessel injury¿ in the journal of japanese college of angiology, volume 57 supplement, page s138 (published in october, 2017). Between january of 2017 and may of 2017, 5 patients with 6 lesions (average age: 73.0 plus or minus 6.6, male: 4 and female: 1) were treated using a gore® viabahn® endoprosthesis for vessel injury. 1 patient had 2 injuries and both were repaired by the endoprostheiss. The affected vessels were common hepatic artery, proper hepatic artery, gastroduodenal artery, splenic artery, right renal artery and right superficial femoral artery. Initial procedure was technically success and hemostasis was achieved in the all cases. It was reproted that 7 days after the initial procedure, angiography confirmed that 2 endoprostheses implanted in 1 patient were occluded. Distal organ perfusion was preserved by collateral circulation. No further issue was reported.